Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured april 21-23, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication during infusion. It was observed that only half of the medication dose was administered during therapy. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.